Event description:
Iontophoresor used for hip bursitis. Pt reported feeling electrical stimulation during treatment, denied pain. Small blister noted on hip after treatment with some redness around the area. Parameters were 40 amps per min, 3.5 intensity. Iomed iogel iontophoresis electrode used with 1.5 cc dexamethasone. No follow up treatment needed.

Event description:
Add'l info rec'd from distributor 2/22/01: this letter is to inform you that rehabilicare is not the MFR of the iomed phoresor ii identified. However, they do distribute the device for the MFR iomed. Distributor has contacted iomed and have forwarded a copy of the report to the iomed.